Event description:
It was reported that when the device was used during a transection of the colon, the linear stapler fired and did not staple correctly; it did not complete the staple line. A second stapler was opened and used to complete the procedure. There was no reported patient consequence.